Event description:
The account alleged that the foot left brake caster was not holding. No pt impact.

Manufacturer narrative:
The technician found a missing bolt on the brake steer arm bracket. The technician replaced the bolt on the brake steer arm bracket to resolve the issue.